Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine follow-up this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high pacing threshold measurements with inability to capture at maximum device output. It was also noted that a high out-of-range pace impedance measurement greater than 2,000 ohms was observed shortly after implant but had stabilized at 1,200 ohms by the time of follow-up. The physician plans to perform a revision procedure at some point in the future though no date has been set. The patient is not pacemaker dependent. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Additional information was received indicating a revision procedure was performed wherein this lead was explanted and replaced. Measurements for the replacement lead were noted to be within normal limits. No additional adverse patient effects were reported. The ICD remains in service.